Manufacturer narrative:
The laser indirect ophthalmoscope (lio) was not returned for evaluation. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a laser indirect ophthalmoscope (lio) could not get the laser in focus on the retina and get burns on eye tissue during a vitreo-retinal procedure. The procedure was completed using the same lio. There was no patient harm.